Manufacturer narrative:
The device was not returned for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: two contaminants in the packaging. Probable root cause: 1. Incorrect or inadequate packaging. 2. Severe shipping conditions. 3. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside the sterile packaging.